Event description:
In 2003, an orthopaedic surgeon performed ankle arthrodesis (orif-revision nail smith & nephew), exostectomy and bone graft transplant (dynagraft) on a pt. The pt was with severe spastic hemiparesis; worsened by severe atonic component." At 7 months post-op, it was found that no bone formation had occurred. The surgeon reported to have "removed" the dynagraft product. There was no indication of infection.